Event description:
It was reported that the patient had stimulation at 4.4 the morning of the report which was too high and he felt like it was ¿shocking him a bit.¿ the patient stated that he decreased stimulation down to 4.0 but wanted to increase it. The patient stated that the therapeutic effect was intermittent; sometimes therapy seemed to be ¿just perfect¿ for the patient and other times ¿he leaked like crazy.¿ the patient also noted that the trial was more effective for him than the permanent implant had been. The patient was assisted in using his programmer but was unable to adjust stimulation. Troubleshooting revealed that the device was powered off. The patient turned it back on and confirmed that stimulation was comfortable at 4.0. The patient also mentioned that his implant site used to hurt a bit after implant which made it easier to locate his implant. The patient noted that the implant site no longer hurt. The patient had an appointment with his healthcare provider (hcp) the day after the report. Two weeks later it was reported that the patient still had concerns regarding his device or therapy but had sought further help. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va07nka, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).